Event description:
It was reported that the patient experienced intermittency in his sound perception. On (B)(6), 2008 a defective cable was exchanged which led to an improvement for a short time. After that intermittency in sound recurred. On monday and tuesday the following week testing was carried out which confirmed that the device has malfunctioned. The patient was re-implanted on (B)(6), 2008.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.